Event description:
As reported: "the drill bit broke and was left inside the patient's humerus, and the surgery was completed."

Manufacturer narrative:
The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned part was confirmed based on the catalog # and the lot # marked. Visual inspection of the tri-flat t2 tibia drill confirmed that the tip of the device had broken off. The broken tip could not be returned. The microscopic images show shiny fracture sites, which indicate a brittle fracture. This may have been caused by stressing the material beyond its limits. The root cause of the breakage could have been severe mechanical overloading of the drill by the user. In the case of manufacturing-related deviations, these would have been noticed at the beginning. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "the drill bit broke and was left inside the patient's humerus, and the surgery was completed."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.